Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for a blood glucose exceeding 400 mg/dl. The patient was on an IV medication that caused his blood glucose to elevate. No troubleshooting occurred, and no problems were returned or replaced.